Manufacturer narrative:
Concomitant medical products: c4tr01 crtp, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was phrenic pacing. The left ventricular (lv) lead was programmed off. The lead was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.